Manufacturer narrative:
(B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was hospitalized for the event. The patient was treated with unspecified antibiotics while hospitalized. The patient was discharged nine days after admission. The following day the patient was hospitalized for another indication. Due to unspecified culture results the patient was restarted on unspecified antibiotics for the peritonitis event. At the time of this report the patient outcome was not reported. Action with dianeal therapy was not reported. No additional information is available.